Event description:
It was further reported that the radiofrequency programmer head originally returned as an associated device was subsequently found during manufacturer¿s analysis to have intermittent telemetry and a delaminated label. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head had intermittent telemetry and that it failed all uplink amplitude tests and the cable was replaced to resolve. It was further determined that the head's label was delaminated and the label was replaced as well. (B)(4).